Event description:
On (B)(6) 2024, accelus was made aware of an issue with an implant when it was reported that a revision surgery occurred on (B)(6) 2024. This patient was asymptomatic, but the decision was made to remove both flarehawk implants anteriorly and replace with an alif device at each level. An x-ray was provided showing 2 sets of shims/shells unlocked. After following up with the rep, no additional information was provided or reported.

Event description:
On feb 24, 2024, accelus was made aware of an issue with an implant when it was reported that a revision surgery occurred on (B)(6) 2024. This patient was asymptomatic, but the decision was made to remove both flarehawk implants anteriorly and replace with an alif device at each level. An x-ray was provided showing 2 sets of shims/shells unlocked. After following up with the rep, no additional information was provided or reported.

Manufacturer narrative:
Even though images were provided and it was confirmed the two sets of shims and shells were unlocked, the root cause of the reported failure cannot be determined based on the limited information provided and not having initial post-op images, as well as the implants not being returned. Based on the complaint investigation reviews, and engineering analysis, there is no evidence to suggest the complaint is related to a nonconformance or design issue therefore no further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.